Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that there was a settings not available message. The rep reported that they reprogrammed the patient last week and there was not any impedance issue that she noticed. The rep couldn't remember the programmed parameters or the patient¿s settings or impedance or how high stimulation level got before getting out of regulation (oor). The rep was to meet with the patient on (B)(6) 2019. Additional information received from a manufacturer representative (rep). It was reported that the cause of the settings not available message was impedances of 4000 on electrode 8. The message had been resolved. No further complications were reported.